Event description:
It was reported that, after an intracapsular tonsillectomy and adenoidectomy, the patient experienced rapid tonsillar regrowth and required a total extracapsular tonsillectomy. The patient had a revision surgery after three months of the initial procedure. It is unknown the patient outcome.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/instructions for use, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.